Event description:
Premature (B)(6) infant born with rds in nicu needing line placement for fluid and nutrition purposes. Umbilical double lumen 3.5 french catheter placed on (B)(6) 2013 and upon an assessment on (B)(6) 2013, the line had separated from the hub (device usage - (B)(6) 2013). Line was immediately clamped and removed to reduce the risk of a potential air embolism and pic was placed.